Event description:
It was reported that the patient presented to the hospital one week post implant due to receiving inappropriate therapies. Lead dislodgement was observed via x-ray and it was suspected that af had been detected as vf. At the hospital the patient went into vf but the arrhythmia was not detected by the device, and the vf was terminated by AED. Due to the position of the lead at the annulus it was believed that the vf was undersensed. During lead revision the physician noted that the lead was slippery. Dislodgement of the lead was confirmed and it was explanted and replaced. The patient recovered and was discharged from the hospital.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.